Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.

Event description:
The customer reported that the system would not fluoro when the c-arm was rotated to the anterior/posterior position. No pt injury was reported.